Event description:
A few months post treatment with bovine collagen the patient experienced a cyst-like reaction at the injection site. The cyst was incised and drained and oral antibiotics were prescribed.